Event description:
It was reported during use of bd vacutainer® nh (sodium heparin) 102 i.u. Plus blood collection tubes, an unspecified number of tubes did not contain anticoagulant and unreliable results occurred (intraleucocyte cystine). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: 100 retention samples from bd inventory were visually inspected and no missing additive was observed. Further clinical testing cannot be performed for the erroneous intraleucocyte cystine results as certain assays, in this case intraleucocyte cystine testing, are excluded from our protocols. In addition, the tubes expired 31dec2024. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing additive and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® nh (sodium heparin) 102 i.u. Plus blood collection tubes, an unspecified number of tubes did not contain anticoagulant and unreliable results occurred (intraleucocyte cystine). There was no health impact or consequences reported.